Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. It has been over 13 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the front panel was blinking due to motor fatigue of the mesh turret. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon (the blinking of the front panel display) was duplicated due to the malfunction of the mesh turret. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation result, omsc surmised that this reported phenomenon was attributed to the malfunction of the mesh turret. The exact cause of the mesh turret malfunction could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon (the blinking of the front panel display) was duplicated, and also found that there were no abnormalities on exterior of the subject device and the high-brightness motor in the subject device had deteriorated and it caused the reported phenomenon. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed from the user that during the inspection before use, it was found that a malfunction of the subject device had occurred on (B)(6) 2021. Then, the service representative of olympus visited the user facility on (B)(6) 2021, checked the subject device on-site, and found that the front panel display of the subject device started blinking ten to fifteen seconds after the power of the subject device was turned on, and also that the subject device could not be operate. After the power of the subject device was cycled twice, the reported issue was resolved, so the intended procedure was performed using the subject device and completed. There was no report of patient injury associated with this event.